Event description:
On (B)(6) 2023, fujifilm healthcare americas corporation became aware of a product problem involving synapse pacs v7.3. It was reported that there is an incorrect equation for lv mass (2d bullet) calculation. The formula that equates the mass of the left ventricle is incorrectly calculating the lv wall thickness causing the difference to vary depending on the amount of thickness that exists in the ventricle. Thicker lv walls will cause a larger difference in the results. There was no patient involvement reported. As such, this report is being submitted in an abundance of caution.